Event description:
It was reported the suture assistant cartridges broke during a laparoscopic gastric bypass procedure. Metal pieces were retrieved from pt. Case completed by hand suturing. No further consequence to the pt.